Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a flap displacement noted on the inferior edge folded under on the right eye (od) at 1 day post op exam. The surgery center indicated the patient had fallen asleep with sunglasses on and was not secure. The patient commented on the right eye¿s vision was a little blurry and is irritated. The patient indicated the left eye¿s vision was great. The flap was lifted and stretched to resolve flap displacement. The symptoms have been resolved. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -4.50 x -.75 x 20; left eye pre-op 20/20 -4.50 x -.75 x 0.